Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient developed an infection at the implantable neurostimulator (ins) pocket site. The rep wanted to know if there were guidelines if he could not get the lead out and if he could leave it in. The patient was going into surgery tonight and the rep wanted to know if he should remove the leadbecause of the infection. It was noted that was also drainage. The infection was cultured and positive for infection. The patient was treated with antibiotics once and the infection came back. It was unknown when the infection developed.